Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a serious injury pursuant to 21 cfr part 803. A manufacturing review could not be performed as the lot number is unknown. The complaint investigation is inconclusive as the probe was not returned for evaluation. It is unknown if patient and/or procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. The encor biopsy probe instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after four sample acquisitions, the needle opened, an indexing error message was displayed and the needle did not rotate. After turning off the system, a second needle was used and the same issue was encountered. Patient was rescheduled to finalize the macrobiopsy procedure. There was no patient injury reported.